Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the a1 and a4 cubies were not being detected on the bus. A field service engineer removed the cubies, reseated the row board, and cleaned the debris and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user mentioned two of the deep pocket cubies would not open and keep changed between device was not detected on bus and failed to release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.